Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence of a device deficiency or malfunction. Therefore, this event appears to be patient condition related and a post procedure related event and its caused cannot be definitively determined. MDR related to this event: 2029214-2017-00434 2029214-2017-00435 2029214-2017-00436 2029214-2017-00437.

Event description:
Citation: transcatheter embolization of type I endoleaks associated with endovascular abdominal aortic aneurysm repair using ethylene vinyl alcohol copolymer. Assaf graif. Vascular and endovascular surgery. The 2017 vol. 51(1) 28-32 medtronic received information of a patient # 3) was treated for a type 1b endoleak by endovascular abdominal aortic aneurysm repair using evoh, onyx-18, interlock coils, and renegade/renegade hi-flo microcatheters. The patient demonstrated recurrent endoleak during the follow-up period. The patient developed a type 2 endoleak via a lumbar artery within 1 month of the type 1b endoleak embolization procedure. Type 2 endoleak did not require treatment at that point. Eleventh-month follow-up on this patient demonstrated further distal migration of the endograft with the development of a type 1a endoleak and growth of the aneurysm. This was treated with a proximal cuff extension. Eight months later, the patient demonstrated recurrence of the original right iliac type 1b endoleak and was treated with iliac limb cuff extension. The recurrence was believed to be related to distal migration of the endograft. The patient had talent abdominal stent graft. The 47.3 months from evar to detection of endoleak. Twenty seven days from detection to treatment. The patient was treated with 2 vials of onyx-18 and 2 interlock coils.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.